Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 418 mg/dl. Customer tried to use and set a normal a bolus using the wizard. Customer's stated that patient needed more insulin. Customer stated that being in the pump his numbers have been through the roof. Customer was offered to troubleshoot but declined. Customer's mother stated that on monday at lunch patient got high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 525 mg/dl and was treated with pump. The customer was explained the alert silence and how to properly calibrate in the morning.